Manufacturer narrative:
Upon file review for closure, additional information was noted. An event regarding subsidence involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient had revision of hip. Patient had a bipolar of left hip done 3 months ago. The stem subsided and retroverted causing instability and recurring dislocation. Patient had stem revised and also converted to total hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had revision of hip. Patient had a bipolar of left hip done 3 months ago. The stem subsided and retroverted causing instability and recurring dislocation. Patient had stem revised and also converted to total hip.